Manufacturer narrative:
(B)(4). Insulin pump received with minor scratches on lcd display window noted. Insulin pump failed high idle stop current test due to c13 voltage leak on interface board. Pump passed displacement test and self test, unexpected restart error test, off no power and run current test.

Event description:
The customer reported via phone call that insulin pump screen had little hairline fracture but customer read the screen. The customer also reported that the insulin pump had diminished battery life. The blood glucose level was unknown. The device will not be returned for the analysis.